Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has ineffective therapy. Diagnostics found that all but two contacts have high impedances. Surgical intervention may be taken at a later date to address the issue.